Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: on (B)(6) 2008; inratio: 4.8; lab: 12.8. On (B)(6) 2008; 3.9; 11.3. Inratio: 1.8 and 2.0; lab: 2.34 and 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was file: date: (B)(6) 2008; inratio: 4.8; mean: 8.8; confidence limits: can not be determined. On (B)(6) 2008; 3.9; 11.3; 7.6; confidence limit can not be determined. Inratio: 1.8; 2.34; 2.07; 1.4-3.1. Inratio: 2.0; 2.5; 2.25; 1.4-3.1. Per internal procedure, tr 0150, the mean of the inratio meter and comparative sys inr were calculated. For the first and second sets of data, the confidence limits cannot be determined. For the third and fourth sets of date, both inratio and lab values are within the confidence limits of inr testing. This is adverse event case. Product will be tested when returned.